Manufacturer narrative:
The reported event of high impedance was confirmed. As received, one of the penta lead segments had kinks with all internal wires broken on both legs (tails). The cause of the breakage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-03016. It was reported that during an ipg replacement (1627487-2020-03016) high impedances were discovered on all contacts of the lead. In turn, the system was explanted and replaced to address the issue.